Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the taxus express2 atom stent embolized. The target lesion was located in the lad (left anterior descending) and circumflex arteries. An unsuccessful attempt was made to cross the lesion with a 2.25x16mm stent and this 2.25x8mm stent was then attempted. The 2.25x8mm stent was pulled back and "slid" off the delivery balloon. The undeployed 2.25x8mm taxus express2 atom stent came off the delivery balloon and is believed to have traveled to the pt's lower extremities. Under fluoroscopy, the stent was not detectable from the aorta up to the neurovasculature. A CT scan was unable to locate the dislodged stent. A full body scan was reported to be planned; however, it is unknown if it was performed or the results. Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.